Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that water tightness was lost due to a pinhole on the bending section cover. It was also observed that the insulation resistance value did not meet the standard value due to damage on the charge-coupled device unit. It was observed that there was a chip on the adhesive of the bending section cover. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the bending angle in the up direction exceeded the standard value due to a dent on the bending tube. It was also observed that the angulation lever did not move smoothly due to damage. It was observed that the bending section cannot be fixed firmly due to damage on the lock engagement lever. It was also observed that the adhesive around the objective lens was peeled due to chemical or physical stress. It was observed that the image had white dots due to damage on the charge-coupled device unit. It was also observed that the universal cord was dirty due to insufficient cleaning or handling of the scope. It was observed that the video connector case had a crack due to a handling problem. It was also observed that the light guide connector had discoloration due to deterioration or due to chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: control unit, switch 1, switch 2, light guide cover glass, video connector case, video connector, protector of the video cable section, protector of the universal cord on the scope connector side, light guide connector, universal cord, angulation lever, right-left lever, lock engagement lever, right-left plate, up-down plate and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had an unspecified scope communication error displayed. The reported issue occurred during an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.